Manufacturer narrative:
This supplemental report is being submitted to update the follow-up type (see h2), update the event problem and evaluation codes (see h6), and update the investigation results. Investigation: the root cause of the z6ms rotating array was investigated. No articulation bending problem was observed during the investigation. However, a system error message was observed druing system testing. The cause for the system error was from cable assssembly manufacturing process variance and/or insufficient cable mechanical reliability. For a corrective action, the cable assembly manufacturer made a change to their manufacturing process. The defective transducer was manufactured prior to the corrective action.

Event description:
Additional information was received and it was reported that during a transesophageal echocardiography (tee) study, the probe was rotating the array on its own. The transducer was replaced to continue and complete the intended study. The reported failure affected the outcome of the patient because the study was delayed; however, there was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to correct the date of event (see section b3), provide additional event information (see section b5), provide additional initial reporter information (see section e1), correct the date received by manufacturer (see section g4), update device evaluated by manufacturer (see section h3), correct the device code (see section h6), and provide additional manufacturer narrative. The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
Z6ms transducer is rotating the array on its own. The investigation is in process.